Event description:
This lead was explanted and replaced due to intermittent output and loss of capture due to lead fracture. The associated pacemaker was explanted at the same time due to it being at eri. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
10/22/15 - we were notified that the explant procedure happened on (B)(6) 2015. Corrected the dates. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.